Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that the pump and pump battery felt hot to touch after the a replace battery alarm occurred. The patient did not allege any harm or injury because of the reported issue. This complaint is being reported due to the following conclusion: the patient claimed that the pump and pump battery felt hot to touch. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms or treatment suggestive of a serious injury.